Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion was pre-dilated with a 2.50 x 12 mm semi-complaint balloon. A 3.50 x 28 mm promus elite was deployed via a guide extension catheter at 11 atm and post dilated with a 3.50 x 12 mm non-complaint balloon. A flow-limiting proximal edge dissection in the proximal part of the stent was then noted. To cover the edge dissection, a 3.50 x 24 mm promus elite was deployed proximally, overlapping the initial stent. The procedure was completed successfully and the patient was stable and fully recovered.